Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to faulty force sensor resistor. Unit had broken reservoir tube lip, cracked reservoir tube window, broken belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while attempting to fill the tubing. Customer's blood glucose level was 66 mg/dl. She ate half of a peanut butter sandwich to treat her low blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.